Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high battery impedance was observed on the device. Abbott technical support was contacted and suspected the high battery impedance observed was not true and may be due to a diagnostic anomaly, however, this could not be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.